Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Phone number: (B)(6). Phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), the refraction value was unexpected. The iol was explanted and discarded at the clinic. There was no problem with patient outcome after lens replacement was reported. No further information was provided.